Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer reference number: 2017865-2022-21896. It was reported that the patient presented to the hospital with right ventricular lead vegetation and infection. The physician explanted the active system ¿ implantable cardioverter defibrillator (ICD) and right ventricular lead due to infection. The patient was stable throughout the procedure.